Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that the flexor sheath of a rosch-uchida transjugular liver access set was damaged. During a transjugular intrahepatic portosystemic shunt (tips) procedure, it was discovered that the black catheter and flexor sheath were damaged. Provided photos of the complaint device also appeared to show damage to the 5 french blue catheter. The damaged components were not used on the patient, and a new device was used to complete the procedure as reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use set was returned to cook for investigation. Upon visual examination, small indentations were found on the black catheter at approximately 26cm and 36cm from the hub. The 10.0fr sheath had damage in the last 4cm back from the tip. The blue catheter had tip damage that matched the sheath damage. No other damage was noted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A complaint history search did not identify any other complaints associated with the reported device lot. Cook also reviewed product labeling. The IFU t_rups_rev4 packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, IFU, DHR and returned product suggests that the product was not manufactured out of specification, and that there are no nonconforming products in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event is due to transport of the product. Images of the packaging suggested that the product may have been bent back which would had led to damage of the catheter as the catheters are softer than the rest of the components. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the flexor sheath of a rosch-uchida transjugular liver access set was damaged. During a transjugular intrahepatic portosystemic shunt (tips) procedure, it was discover that the black catheter and flexor sheath were damaged. Provided photos of the complaint device also appear to show damage to the 5 french blue catheter. The damaged components were not used on the patient, and a new device was used to complete the procedure as reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.